Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to the following complications: unstable hip replacements, dislocations, periprosthetic fracture, fracture fixation and sepsis (left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00012, -0013, -0015. This report will be updated once investigation is complete. Trends will be evaluated.